Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room with a low heart rate. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.